Manufacturer narrative:
A replacement power supply was sent to the customer. Attempts to follow up with the customer to get additional complaint info are still on going. The product involved in the complaint was not returned for eval/investigation. Therefore, no conclusion can be made as to the cause of the event at this time. Should additional info or the original product be received, resulting in new, changed, or corrected info, a follow up report will be filed at that time. As result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on 04/04/2011. Activities related to this notification are on-going.

Event description:
The customer reported that the pump in style transformer got hot, started to melt, and caught fire, which is a safety risk.